Event description:
Pt enrolled into the trial: tia (new neurological deficit lasting more than 10 minutes but <24 hrs). During stent placement, pt became agitated, unresponsive, moving all four extremities. Angio showed patency of stent and no cut-off intracranial vessels. Pt did slowly improve over 20 minutes. Pt is experiencing bradycardia that is requiring medication.

Manufacturer narrative:
Reference MDR 2183870-2008-00038 for spiderfx device used in this procedure.